Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: the patient underwent a left total knee arthroplasty. Depuy implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2018: the patient underwent a left knee revision secondary to pain and swelling. Intraoperatively, the surgeon discovered that the tibial component was internally rotated approximately 15-20 degrees; effusion; wear on the back side of the tibial insert; and tibial loosening at the cement to implant interface. No intraoperative complications were noted. Doi: (B)(6) 2016; dor: (B)(6) 2018 lt knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Physician's letter: the letter is an addendum to the revision operative note. The surgeon notes that the malpositioning of the tibial tray did not have an impact on the loosening nor was it the cause of the patient harms. The surgeon identified an additional patient harm related to the loosening of the tray, decreased joint range of motion.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) used to capture device revision or replacement patient code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.